Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturing report number: 1627487-2019-08173. Reference manufacturing report number: 1627487-2019-08175.

Event description:
Reference manufacturing report number: 1627487-2019-08173. Reference manufacturing report number: 1627487-2019-08175. Additional information obtained via follow up indicated that the patient's system was explanted due to discomfort (described as pain) at the ipg site.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Reference manufacturing report number: 1627487-2019-08173. Reference manufacturing report number: 1627487-2019-08175. It was reported that the patient experienced inadequate stimulation with their scs system. In turn, the patient underwent surgical intervention wherein the entire scs system was explanted.